Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and it was observed that the unit failed temperature and rotations per minute (rpm) specifications. Therefore the reported condition was duplicated and confirmed. Evidence suggests this was due to a failure of the internal motor or mechanical components due to excessive force. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that during pre-check it was observed that the hand piece device "gets hot, smokes, and has low rotations per minute (rpm's)." The device was not used in surgery. It was unknown if the there were delays to the scheduled surgical procedure or if a spare device was available. The reporter stated there were no injuries or medical intervention reported. The reporter was unable to determine the precise date of this event, but was able to confirm that the event did occur in 2013. All available information has been disclosed. If any additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. (B)(4).